Event description:
The customer reported to olympus medical that the evis lucera colonovideoscope had a clogged nozzle. The device was returned to olympus medical for evaluation. During evaluation, the customer's reported nozzle clogging was confirmed, as foreign material was found clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, the customer was contacted regarding reprocessing at their facility. The customer reports they cleaned, disinfected and sterilized device prior to return to olympus and no abnormalities were observed with the reprocessing accessories. Customer could not confirm whether there was any delay in pre-cleaning; or if air/water nozzle was flushed with water and air; or if air/water nozzle was wiped; or if air/water nozzle was flushed with detergent solution. During examination, the air/water nozzle did not meet with flow specifications due to the foreign material clogging the nozzle. Additionally, the following issues were noted: the scope connector was corroded; the control unit was discolored; the scope cylinder showed internal shearing; the bending section cover adhesive was cracked and chipped; and the connecting tube was discolored. Examination showed the following components were scratched: the universal cord protector; the lock engagement lever and knob; the right/left knob; the up/down knob; the flexibility adjustment ring; the image guide protector; the switch box; the scope cover; the connector cover; the universal cord; the hand grip; the control unit; and the scope connector. Functional testing showed that the angle in the up direction did not meet with specifications and the up/down knob had excess play. Both conditions occurred due to a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the investigation and the available information, the foreign material clogging the nozzle was likely due to insufficient cleaning of the device, however, a definitive root cause could not be determined. The instructions for use (IFU) advises: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the water feeding function- 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.